Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution leaking out of the cassette and into the cycler. Upon opening the cassette door to remove the tubing set, fluid was found in the cycler. The origin of the leak could not be identified. Patient did not receive any antibiotics after the fluid leak and has had no adverse effects. Sample was discarded by the patient; sample is not available.